Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens and the lens was torn during insertion. The incision was enlarged to removed the lens and sutures were required to close the wound.